Event description:
It was reported to boston scientific corporation that a exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026 for the treatment of stones. During the procedure, the scope was inserted; however, a smudge was noted on the lens, resulting in impaired visualization. Due to poor visibility, the scope could not be utilized for the procedure. The procedure was completed with a reusable scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf code a090208 captures the reportable event of poor-quality image.